Event description:
It was reported that during a photo-selective vaporization of the prostate procedure, the laser beam exited towards the front and side of the fiber. The procedure was cancelled due to patient conditions unrelated to the device. It was noted there were no stones present in the prostate and the fiber tip was intact.